Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information, the implant (regio 30 - fdi # 46) was connected to a natural tooth (regio 29 - fdi # 45) with a bridge construction. On (B)(6) 2019 the implant was removed due to periimplantitis according to the complaint. The bridge construction and the natural tooth was also removed. The x-ray shows osteolysis around the implant and the tooth confirming that infection is a likely cause for the complication.